Event description:
When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. If they were used, was something attached to them? : returned quantity: none returned. Details of the event (timeline, history, etc. ): when disinfecting the rubber stopper of the insulin pen with ethanol cotton, the cotton became attached to the rubber stopper. Upon confirmation, something like a needle was stuck in the rubber stopper. When the object was removed with forceps, the foreign matter was a needle.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.